Event description:
It was reported the patient was unable to communicate with the scs ipg and the patient controller (pc). Reportedly, the patient underwent multiple day surgeries, but he stated the device was set to surgery mode for the procedure. A company representative met with the patient but was unable to resolve the issue with troubleshooting. Consequently, the patient's scs ipg was replaced with a new one. The patient's stimulation therapy was restored and the issue was resolved.